Manufacturer narrative:
The product is available for evaluation and testing; however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During an unk procedure, the agility guidewire underwent deformation and created a plug in a vessel. The physician removed with great difficulty by removing the guidewire and prowler select plus microcatheter as a unit. Additional information has been requested.